Event description:
A malfunction was reported with the pump, displaying a malfunction code. The customer's blood glucose level exceeded 500 mg/dl, reaching 519 mg/dl. The customer managed the high level with a correction bolus via the pump and did not need external assistance. Technical support guided the customer on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared.